Event description:
A facility reported a microsensor (ID 826653) was leaking minimal cerebrospinal fluid (csf) from the catheter where the stylet was pulled out. The issue was detected during procedure after implantation site closure. No patient consequences and the event did not led to surgical delay.. The physician retrieved the product without changing with a new product. The monitor used was icp express, 220 volt (ID 826635) and the cable was icp express cable (ID 826636).

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Microsensor (ID 826653) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause of the reported issue could not be determined. However, a probable root cause for the reported complaint is include drainage lumen is punctured, drains through stylet lumen, or drains through sensor lumen. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.